Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the physician has noticed that when using hot snare, it is not cutting through the polyp as effectively as expected. The generator settings were adjusted, however the issue was consistently observed across different batches of snares and various types of snare families. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the suspect device upn and lot number are not reported; therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a050702 captures the reportable event of loop cutting issue.